Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was due to use, a reset was done, and the issue was resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the device stopped working and they couldn't charge the implant. Pt saw the reposition antenna screen when trying to recharge the ins. Agent asked the pt when it was that they last successfully recharged the ins; pt said that it was about two weeks ago. Pt noted that they recharged the ins every two weeks. Agent had the pt attempt communication with the ins using the programmer; pt saw the poor communication screen. Agent reviewed possible ins over-discharge with the pt. Pt said that they used the ins all the time. Agent redirected pt to healthcare provider (hcp) to further address the reported issue. When asked for the event date, pt said that they went to hcp's office last friday and that the issue started last thursday. Pt said that they told hcp about the issue and that hcp told them to call patient services, however they had been really sick. Pt noted that they have an appt with hcp next friday at 8 am. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.